Event description:
Reporter indicated that patient underwent vns therapy system explant due to infection in the area of the pulse generator/pocket approximately four months post implant. Both the generator and lead (including electrodes) were explanted. Eight days prior to explant surgery, the patient presented to the hospital emergency room with the pulse generator exposed through the skin. It was reported that the patient is developmentally delayed and had picked at the incision site to the point that the pulse generator was exposed. The vns therapy system was explanted due to subsequent infection. The infection was treated with IV antibiotic therapy while the patient was hospitalized for explant. The infection has reportedly resolved.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the explanted device is returned, product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery. Vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refactory to antiepileptic medications.